Manufacturer narrative:
(B)(4). Batch # p5814c. Device evaluation: the analysis results showed that one ecr45d reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the endoscopic lobectomy, when severing the pulmonary fissure, after the device was fired found the proximal part was malformed with irregular shape. Suture was used to sew the wound. There were no adverse consequences to the patient.